Manufacturer narrative:
(B)(4). The investigation revealed that the x-ray tube failed and was replaced.

Event description:
The customer reported the system displayed an error indicating x-ray generator is not available.